Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, high out-of-range pacing lead impedance and increased capture threshold was observed. Patient had amiodarone dosage changed to help with arrhythmias. Lead issue or medication effect was suspected. It was suggested to monitor the lead until medication dosages are stable.